Event description:
It was reported that the atrial lead was not capturing or sensing and the impedance was unable to be defined. It was also reported that a lead fracture was suspected. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2003. (B)(4).